Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and or a complaint database search was not possible as the lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving product. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Examination of the returned devices finds wear patterns on the femoral head suggesting the liner disassociated and the femoral head contacted the acetabular cup. However, because the cup was not returned for examination, this cannot be confirmed for matching wear. The returned liner also shows signs of unusual wear, three of the ards have been fractured, further indicating the eccentric loading. Wear patterns on the returned liner indicate the neck of the stem may have been impinging the liner. It is further hypnotized that because the ards were broken from the contact of the neck of the stem on the liner, then the excessive load may have caused the liner disassociation. However, the stem was not returned for examination and the neck impingement cannot be confirmed. X-rays have not been provided; implant positioning cannot be commented on. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided coupled with the lack of the acetabular cup and femoral stem for examination. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Disassociation has been identified, and the pt will be revised at a later date.